Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. All available info has been forwarded to the device manufacturer of the stopcock. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
(B)(4): "while patient was being prepared to transfer from bed to a chair, he started coughing. The patient became pulse-less and unresponsive. A code was initiated and the patient was revived. The line to the cordis was noted to be disconnected." During a f/u call to the facility, the reported stated that she could not provide any add'l info other than what was stated in the event description. The reporter did define that "cordis" refers to a central line, and that the discofix stopcock was connected to the central line and became disconnected during the transfer of the patient.